Manufacturer narrative:
An event of valve under expansion and heart block was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information and per event details, the reported valve under expansion was due to the presence of heavy calcification at an unspecified location. The reported heart block was due to the deep valve insertion during recapture, with procedural factors considered a significant contributing cause. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and 1st/2nd atrioventricular (av) block. The length of the membranous septum and the perimeter of the annulus was measured to be 2.0mm and 80. 2mm respectively. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the initial valve deployment attempt was noted to have an incomplete stent opening (iso). On the second attempt, the patient developed complete atrioventricular block (cavb). During the third attempt, stent position was adjusted resulting in narrowing back of the qrs complex and the valve was deployed at a depth of 3mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). However, cavb recurred upon leaving the room. A temporary pacemaker was inserted through the neck as an intervention. On (B)(6) 2025, the patient was implanted with a permanent pacemaker to resolve this event. The reporter said since the patient was on bypass, it was unable to answer if the patient remained hemodynamically stable throughout the procedure or not. However, there was no clinically significant delay noted. The patient did not have a prolonged hospital stay for monitoring of rhythm. It was reported that the event (cavb) occurred due to the deep valve insertion during recapture, with procedural factors considered a significant contributing cause. The physician believes that the patient or user experienced adverse health consequences due to the performance of the product. During follow-up, the user reportedly believes that the valve expanded non-uniformly due to the presence of heavy calcification at an unspecified location. The patient was stable at the time of this report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and 1st/2nd atrioventricular (av) block. The length of the membranous septum and the perimeter of the annulus was measured to be 2.0mm and 80. 2mm respectively. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the initial valve deployment attempt was noted to have an incomplete stent opening (iso). On the second attempt, the patient developed complete atrioventricular block (cavb). During the third attempt, stent position was adjusted resulting in narrowing back of the qrs complex and the valve was deployed at a depth of 3mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). However, cavb recurred upon leaving the room. A temporary pacemaker was inserted through the neck as an intervention. The reporter said since the patient was on bypass, it was unable to answer if the patient remained hemodynamically stable throughout the procedure or not. However, there was no clinically significant delay noted. The patient did not have a prolonged hospital stay for monitoring of rhythm. It was reported that the event (cavb) occurred due to the deep valve insertion during recapture, with procedural factors considered a significant contributing cause. The physician believes that the patient or user experienced adverse health consequences due to the performance of the product. During follow-up, the user reportedly believes that the valve expanded non-uniformly due to the presence of heavy calcification at an unspecified location. The patient was stable at the time of this report.

Manufacturer narrative:
An event of valve under expansion and heart block was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information and per event details, the reported valve under expansion was due to the presence of heavy calcification at an unspecified location. The reported heart block was due to the deep valve insertion during recapture, with procedural factors considered a significant contributing cause. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.